Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009; inratio meter = 1.5 inr; reference = 3.31 inr; mean = 2.41; confidence limits = 1.6-3.4. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Testing was performed using retained strips, in-house meters and two donors. (B) (4) the allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot 221727 are within allowable bias. No discrepant results are produced on in-house meters. These meet the above criteria; no further action is required. As of 01/13/2010, 2 discrepant results complaints were reported for lot# 221727 yielding a complaint rate of 0.0007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2009; inratio: 1.5; lab: 3.31. Correlation study by new tech that just started using meter a month ago. Comparison was done within one and a half hours. No pt medication info or hematocrit info.